Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. During the implant surgery, the patient also had a repair of a large tear in the left ventricle wall and closure of a patent foramen ovale. It was reported that on (B)(6) 2015 the patient experienced a transient ischemic attack presenting as aphasia with word finding difficulty. A CT scan showed probable focal thrombus in the intracranial left vertebral artery. There was no finding of infarct, hemorrhage, hydrocephalus, contusion or extra-axial collection. The event reportedly resolved on (B)(6) 2015. On the following day, (B)(6) 2015, the patient experienced progressive heart failure symptoms, abnormal pump flows with power spikes, progressive cardiogenic shock requiring dual and triple inotropic therapy and signs of end-organ dysfunction. The patient also had signs of severe hemolysis with power spikes and pump thrombus was suspected. The patient was urgently reintubated and a transesophageal echocardiogram documented a larger residual atrial septal defect (asd) with an abnormal left to right shunt indicating abnormal pump function. There was also severe restriction of the right ventricle from the pump outflow graft, compression of the right ventricle outflow tract by the pump, and no flow through the inflow conduit of the pump. The pump speed was increased to 11000rpm with no change in aortic valve opening and no improvement in mitral valve regurgitation, which was now severe. The direction of the shunt was still left to right. The patient was brought urgently to the operating room for a potential pump exchange, closure of the residual asd and repositioning of the outflow graft. Ultimately the patient's pump was exchanged to a different manufacturer's device.

Event description:
Additional information was received from the intermacs registry stating: patient with progressive heart failure symptoms, abnormal pump flows with power spikes, progressive cardiogenic shock requiring dual and triple inotropic therapy and signs of end-organ dysfunction. Also had on biochemical labs signs of severe hemolysis with power spikes and meets therefore diagnosis of suspected pump thrombus. The tee documented a larger residual asd with an abnormal left to right shunt indicating abnormal pump function. Did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis: yes. Thrombus event: signs or symptoms: heart failure: yes. Thrombus event: signs or symptoms: abnormal pump parameters: yes. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Malfunction component: pump: yes. Malfunction component: pump: pump body: yes. Malfunction component: pump: inflow cannula: yes. Malfunction component: pump: outflow graft: yes. Ae device malfunction: yes. Patient outcome: exchange: yes. Device malfunction causative factor: technical/procedural issues: yes.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). The report of suspected thrombus was confirmed based on the evaluation of vad-16738. The pump was returned with the percutaneous lead cut approximately 8 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and had been detached from their respective pump ports. The pump had been exposed to a fixative. Examination of the sealed inflow and sealed outflow graft found no adhered depositions or thrombus formations. The returned portion of the outflow graft showed no evidence of compression or kinking. Examination of the pump blood-contacting surfaces found white, tissue-like thrombus, which had been exposed to a fixative, in one of the rotor vanes. The tissue did not show laminated layering, indicating that the thrombus did not form on the rotor. The thrombus would have contributed to the reported hemolysis and flow issues and would have caused increased rotor drag, resulting in the reported pump power elevations. The thrombus could not be conclusively correlated to the reported stroke. The evaluation could not determine the origins on the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.